Event description:
It was reported that the ilet bionic pancreas user received an urgent low glucose alert while sensor glucose was approximately 80 mg/dl, treated with one glucose tablet, later experienced elevated glucose around 200¿220 mg/dl without recent food intake prior to the rise, and confirmed corrective doses were being delivered. Symptoms included no reported symptoms. Outcomes included self-management at home without medical intervention or hospitalization. Investigation included customer interview and case review. Investigation of this case revealed that the cause of the hyperglycemia was undetermined and could relate to non-dietary factors, with no device malfunction confirmed. It was concluded that the event represents hyperglycemia with cause unclear and no injury reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.